Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a battery depletion (bd) error on latitude. This occurred after the patient had a barostim heart failure device implanted. Technical services suspects the bd error is related to magnet application for the barostim implant procedure as the battery status is 87% remaining. The patient went to the clinic and the bd alert was cleared successfully. The system will undergo testing later on to confirm there is no inappropriate interaction with the barostim system. There were no adverse patient affects. The device remains implanted.